Event description:
It was reported by the affiliate that when the device was used during a gastrectomy procedure, it would not staple. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.